Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The procedure was completed using intracardiac echocardiography (ice) imaging. During the procedure, following transeptal puncture, a trace effusion was noted on ice. A 27mm closure device was deployed in the laa. The position, anchor, size and seal (pass) criteria was met after a single deployment, and the closure device was released. The effusion status was checked, and it was determined to have worsened, and the physician decided to perform pericardiocentesis. As effusion was alleviated, the physician noticed significant blood volume still being pulled from the drain. It was determined a perforation might have occurred and it was decided for cardiac surgery to take over. Open heart surgery was performed; a perforation was discovered in a posterior lobe of the laa. The closure device was removed and the laa was surgically closed. The patient is expected to fully recover.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The procedure was completed using intracardiac echocardiography (ice) imaging. During the procedure, following transeptal puncture, a trace effusion was noted on ice. A 27mm closure device was deployed in the laa. The position, anchor, size and seal (pass) criteria was met after a single deployment, and the closure device was released. The effusion status was checked, and it was determined to have worsened, and the physician decided to perform pericardiocentesis. As effusion was alleviated, the physician noticed significant blood volume still being pulled from the drain. It was determined a perforation might have occurred and it was decided for cardiac surgery to take over. Open heart surgery was performed; a perforation was discovered in a posterior lobe of the laa. The closure device was removed and the laa was surgically closed. The patient is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The procedure was completed using intracardiac echocardiography (ice) imaging. During the procedure, following transeptal puncture, a trace effusion was noted on ice. A 27mm closure device was deployed in the laa. The position, anchor, size and seal (pass) criteria was met after a single deployment, and the closure device was released. The effusion status was checked, and it was determined to have worsened, and the physician decided to perform pericardiocentesis. As effusion was alleviated, the physician noticed significant blood volume still being pulled from the drain. It was determined a perforation might have occurred and it was decided for cardiac surgery to take over. Open heart surgery was performed; a perforation was discovered in a posterior lobe of the laa. The closure device was removed and the laa was surgically closed. The patient is expected to fully recover.